Manufacturer narrative:
The reported event that unknown_selzach_product (as reported: self-tapping screw (dia. 1.2 mm, 1.7 mm & 2.3 mm)) was alleged of issue s-83 (infection) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. This complaint has been reported during a literature review performed by the post market surveillance group. No product identification is possible and no additional information will be requested to the customer as this serves for trending purpose. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. As per rmf, any kind of surgery bears the risk of infection. Only in exceptional cases a contamination of the surgical field is caused by an insufficient sterilization process or a damaging of packaging of the affected devices. In nearly all cases the contamination of the surgical wound is caused by the environment of the surgical field. Also, early or late infection, both deep and/or superficial is adverse result which may be clinically related rather device related. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated. Device not available.

Event description:
The manufacturer became aware of a study from the university of freiburg medical center, freiburg, germany. The title of this report is ¿experiences with rigid internal fixation using a low volume titanium implant system in metacarpal and phalangeal fractures¿, which was published in 2000 and is associated with ¿low volume titanium mini-fragment system¿. Within that publication, post-operative complications/ adverse events were reported, which occurred between 1-jan-1994 to 31-march-1995. It was not possible to ascertain specific device or patient information from the article, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 5 complaints were initiated retrospectively for different adverse events mentioned in the study. This product inquiry addresses pain (sympathetic reflex dystrophy). The study states, ¿in one case of rotational deformity of the fifth metacarpal due to an old fracture, a wound infection occurred after corrective osteotomy with a five hole t-plate."